Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported temporary image loss, and found it was due to damage of the video connector. Additionally, service found the video connector case was cracked. The insertion tube adhesive rubber was scratched and the adhesive at the distal end of the bending section was chipped, due to deterioration from physical and chemical stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the reported issue was likely caused by the faulty video connector that connects to the processor. The root cause of the faulty video connector could possibly be due to a failure of the image sensor unit, an electrical board inside the video connector unit, or a problem on the system side. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that during inspection of the subject device, prior to use in an unidentified procedure, there was a temporary image loss. There was no patient or user injury reported due to the event.